Event description:
It was reported that the patient had an accidental fall from a ladder and then the right ventricular and left ventricular lead impedance was 9,999 ohms and there was exit block. During the revision procedure, the leads were checked with the analyzer and the impedance and thresholds were normal. For this reason, the physician decided to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): preliminary analysis revealed no output. Further testing revealed that the no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump indicated that the ventricular wire bond lifts occurred before explant and the atrial lead on the same day as explant.